Event description:
It was reported that a patient underwent a hysterectomy on (B)(6) 2012. During the procedure, the device was stalling. Another like device was used to complete the procedure. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2013.in addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The stalling symptom could not be duplicated during the evaluation. The flex coupling was slightly bent due to a misalignment between the cpc connector and flex coupling.